Manufacturer narrative:
In the case description, the user mentioned that the system was delivering insulin while insulin delivery was suspended and there were many pod communication error messages. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of the system delivering insulin while suspended. The patient history buffer data confirmed that while insulin was suspended, as indicated by the user programmed basal being set to 0, the total pulse count was not increasing. This confirms that the pod was not delivering insulin while insulin delivery was suspended. The data did show a large increase in algorithm insulin on board (iob) immediately after the suspension. This is expected due to how algorithm iob is calculated and the change in basal rate and adaptive basal rate caused by the suspension. Review of the android logs also found no instances of pod communication loss on or around the date of occurrence. No evidence of repeated "try again" or "pod communication error" messages was observed. The logs showed that the pod was in regular communication with the controller during use. No evidence of issues with the system were observed in the available logs. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.0 hardware: iphone17.2 cgm sensor type: g7 . *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported when they pause insulin delivery on their omnipod 5 system it continued to deliver insulin. This is based on the patient seeing an increase in iob (insulin on board) after pausing insulin delivery. The patient also reported receiving frequent communication alarms on the pdm (personal diabetes manager). No impact to the patient's blood glucose levels was reported. The patient did not require medical treatment. If additional information is received, a supplemental report will be submitted.